Event description:
Country of complaint: (B)(6). Complaint states: adhesive not sticking well enough.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation ongoing.